Manufacturer narrative:
On 09/06/2016 a medtronic representative performed an imaging system check-out, mechanical, cable grade & system inspection areas passed. Imaging modalities test failed. All tests pass and all doses are within specifications. The imaging system is fully functional and ready for clinical use. Issue resolved. System performed as intended. On 09/20/2016 a medtronic representative, following-up at the site, reported the site performed 2 procedures subsequent to the reported event, both without issue. In each procedure, image quality was acceptable, however, patient position was different (side vs prone). No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report that while in a procedure, the site's imaging system experienced image quality issues. This was after a fluoro and rad gain calibration was run on the imaging system. Reported was that the image contrast was poor even with collimation, roi and manual kv adjustments and manual brightness adjustments on the imaging system. When the imaging system was in "auto-brightness" the kv was high. Surgeon was using a spinal surgery table. The surgeon opted to complete the procedure without the use of the navigation system and without the imaging system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the delay to the procedure was approximately 30 minutes. The site removed the imaging system out of the or and finished the procedure with a c-arm. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.